Event description:
Lenstec received an email stating "implantation date: (B)(6) 2025. On the second day after the surgery, the patient's vision was normal, the distant vision was 0.6. On the (B)(6) 2025, the patient experienced a sudden decline in vision in the operated eye without any obvious cause, accompanied by photophobia, eye redness, and no eye pain. After physical examination, it was considered that the patient had uveitis after cataract surgery."

Manufacturer narrative:
Based on the initial report (documentation analysis, endotoxin check results and complaint history) and the subsequent assessment by lenstec's medical monitor, lenstec concludes that there was no evidence to suggest that any aspect of this device was responsible for the reported incident. The assessment by lenstec's medical monitor stated that the iol had no role in this complaint, noting that the complaint is unable to be corroborated due to lack of testing and the lens remains implanted. Additionally, lenstec is unable to comment on the compatibility of the injector used. There was no evidence of contamination or fault in the device, supported by batch testing, endotoxin results, and the absence of similar complaints. Lenstec confirms that the lens design and manufacturing process were not responsible for the incident due to the extensive testing we have performed on this model.